Manufacturer narrative:
The actual device was returned for evaluation. During (B)(4) evaluation, it was observed that the device was overheating. Evidence indicates this was due to improper handling. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported that during an engineering evaluation the motor device was "overheating'. The event was not related to surgery. No patient harm, adverse outcome or injury was alleged. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
It was initially reported that the root cause for the device overheating was mishandling, after further evaluation it was reported to be due to normal wear from use. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.